Manufacturer narrative:
Pump was received with menu screen stuck on number 3 then constant tone due to cold solder joint on motherboard. Unit had cracked case at display window corner. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.

Event description:
Customer reported via phone call that display screen was frozen and customer could not clear the number three off of screen. Customer also reported that buttons were not responding. Customer's blood glucose was unknown. Customer reported of receiving an alarm but was not sure what it was. Alarm did not continue after customer changed battery, however, customer could no longer see the time. Customer was advised that insulin pump would need to be replaced.